Event description:
The customer reported low blood glucose. The blood glucose reading was 32 mg/dl. The patient has treated with food. In troubleshooting, the drive support cap appeared normal. The patient was not admitted as an inpatient for medical treatment. The customer was advised to monitor the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.